Event description:
The customer reported a leak from an unknown location inside a coulter lh 780 hematology analyzer. The volume of the leak was more than 1 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak in tubing through pinch valve vl3. The fse replaced the tubing to resolve the leak. Repairs were verified per established procedures. (B)(4).